Event description:
Vascular intervention case to treat a moderate calcific lesion in the circumflex coronary artery. The physician used the elca catheter to treat the lesion; after treatment a small perforation was noted in the circumflex coronary artery. A balloon and stent were placed as planned also resulting in sealing off the perforation. Patient was discharged as planned.